Manufacturer narrative:
This report is for an unk - impaction instruments: trauma/unknown lot. Part and lot numbers are unknown, UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate

Event description:
It was reported that on (B)(6) 2021 during the case while assembling the ria 2 shaft and the tube drive cap seal, would not flush into the port on either of the reamer shafts. The outer blue cap broke off before the shaft was passed to the surgeon. The device was removed from the field and a new device was opened and was assembled without any complication. Procedure was completed successfully with not delay. Patient outcome was as expected. The circulating nurse in the room disposed of the items and they will not be returned. This report is for one (1) unk - impaction instruments: trauma. This is report 2 of 2 for complaint (B)(4).